Manufacturer narrative:
Exemption number e2019001. The product was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation determined that the reported balloon rupture appears to be related to circumstances of the procedure. It is likely that the balloon became damaged or compromised after multiple inflation against the anatomy and/or other devices used, ultimately resulting in the balloon rupture during the third inflation. There is no indication of a product quality issue with respect to manufacture, design or labeling; therefore, no corrective action is required.

Event description:
It was reported that the procedure was to treat a mildly calcified, lesion in the superficial femoral artery. The 4.0mm x 60mm x 150cm armada 18 balloon dilatation catheter (bdc) was advanced to the target lesion. During the third inflation, to 8 atmospheres, the balloon ruptured. A non-abbott balloon was used to complete the procedure. There was no adverse patient effect or a clinically significant delay in the procedure. No additional information was provided.